Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use via contralateral approach. During the procedure, a non bsc introducer sheath was used from left femoral artery. A non bsc guidewire was used to cross the lesion and a non bsc balloon catheter was used for pre dilation. The peripheral cutting balloon was used but the balloon ruptured at 6 atmosphere (atm) during the second dilatation. Subsequently, third dilatation was performed with non-bsc balloon. Then, a stent was placed and post dilation was performed with another non-bsc balloon. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use via contralateral approach. During the procedure, a non bsc introducer sheath was used from left femoral artery. A non bsc guidewire was used to cross the lesion and a non bsc balloon catheter was used for pre dilation. The peripheral cutting balloon was used but the balloon ruptured at 6 atmosphere (atm) during the second dilatation and was simply pulled out from the patient's body. Subsequently, third dilatation was performed with non-bsc balloon. Then, a stent was placed and post dilation was performed with another non-bsc balloon. However, it was further reported that the device was simply pulled out from the patient's body. No patient complications were reported and patient's status was good after the procedure.